Event description:
Caller reported tandem mobi cartridge alarm and cts confirmed cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, instructing the caller to use mdi as backup therapy until the new pump arrived.